Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed the damage of injector in the beginning of the insertion of the lens into the patient's eye. There was patient contact but no patient harm. Surgery was completed on the same day. Additional information has been requested.